Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a hemostasis procedure performed on an unknown date. During the procedure, the shot was soft; however, the clip did not release from the clamp. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached, it returned deployed in a separate bag. The device had evidence of full deployment. Microscopic examination was performed, it was found that the clip assembly had both activations performed. No problems with the device were noted. The reported event of clip did not release was not confirmed. Investigation found that the clip assembly was not attached, it returned deployed in a separate bag, and with both activations performed. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a hemostasis procedure performed on an unknown date. During the procedure, the shot was soft; however, the clip did not release from the clamp. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.